Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor also became aware that the patient had undergone bilateral replacement with the following devices: (right) 250cc mentor memorygel breast implant catalog: 3502501bc, lot: 9490161, sn: (B)(6), and (left) 250cc mentor memorygel breast implant catalog: 3502501bc, lot: 9490161, sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with crease/fold. An area of shell abrasion also was observed within the crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within the shell abrasion measuring approximately less than 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 5622990 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 30, 2020, mentor became aware that the patient was scheduled for implant explantation surgery on (B)(6)2020. Possible replacement are the following: 3502501bc, 3502751bc, 3503001bc, 3502504bc, or 3502750bc. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation revision with two 350cc mentor memorygel breast implants, suffered spontaneous right breast implant rupture, post-procedure. The rupture was discovered via ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.